Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) reinstalled the sample syringe to resolve the issue. There was no impact to the customer due to the lowered dosage of the medication. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported high phenobarbital (pbarb) patient results on their dxc 700 au analyzer. The results were reported out of the laboratory. There was change to patient treatment. The physician lowered the dosage of medication due to the false high results; however, there was no harm to the patient. Quality control (qc) results were within laboratory¿s established range prior to and after the event.